Manufacturer narrative:
Unit was tested upon return and error message showed. Voltage too low. Unit was sent back to MFR for further eval.

Event description:
Allegedly, at the last stage of a turp case, the autocon stopped producing power. They could not get it restarted so they switched to an alternative non-karl storz unit to complete last portion of procedure. Procedure was completed with no pt impact.